Event description:
It was reported that the customer's reservoir leaked insulin without being pushed. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The reliability analysis evaluated 3 random sealed reservoirs. Inspected reservoirs rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test. Reservoirs were filled with diluents and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Reservoir does not leak. Evaluated 1 opened and used reservoir. Inspected reservoir o rings and stopper groove for anomalies. None were found.